Event description:
The customer reported noise in the ECG measurement. There is no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported noise in the ECG measurement. There is no reported patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.